Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / chronic"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the allergy to metals and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection, quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case became incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, vaginal infection. Outcome of pain and bleeding were updated. Essure removal date with procedure were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.